Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely a posterior needle to cuff miss resulted in the needle striking the foot causing the separation. The posterior needle to cuff miss likely contributed to suture separation due to the posterior cuff remaining in the foot pocket. In this case, the anterior side of the link was likely in the vessel wall retaining the link and foot in position. Later to be captured by the second proglide device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional heart pump procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device. The device was removed and replaced with a new proglide device, and the suture was successfully pre-placed. The sheath was upsized to a 14f sheath, and the heart pump was placed. Knowing that the heart pump would be removed, the access site was intentionally left opened. About 10 days later, the heart pump was removed. The knot of the pre-placed suture was successfully advanced to the vessel wall and tightened. It was then observed there was no pulse in the foot. A cutdown surgery was performed and a separated footplate with a link separation, from the first proglide device, was seen caught under the suture loop causing the occlusion. The separated foot and suture were removed and blood flow was restored. Hemostasis was achieved via manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.